Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was selected for use. As soon as the catheter was inserted into the sheath, it started to draw in air. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.